Event description:
Reported via literature article: it was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and all release criteria was checked. Post deployment of the closure device it was noted that laa perforation occurred which led to rapid onset of cardiac tamponade. The patient's blood pressure dropped at this time. The physician performed a pericardiocentesis and removed 150ml of blood. The wds was repositioned to seal the laa and distal perforation. With all the release criteria being met the closure device was unscrewed from the core wire and successfully implanted in the laa of the patient. An additional 400ml of blood was removed from the patient and the patient's vital signs all stabilized. Following 10 min observation, the patient's heart rate showed intermittent slowing with a decrease in blood pressure. A temporary pacing lead was placed into the right ventricular to maintain a ventricular rate of greater than 60 beats per minute. Fluoroscopy revealed a near-normal-sized cardiac silhouette, and minimal pericardial blood was drained after the insertion of a new pigtail catheter. The decrease in blood pressure was likely attributable to suspected pericardial thrombosis. Emergency echocardiography revealed a hypoechoic (rather than anechoic) effusion in the pericardial space, suggestive of early pericardial thrombosis. The emergency surgical team was summoned to prepare for open chest surgery. The patient's blood pressure was temporarily stable at approximately 90/60 mmhg; therefore, intrapericardial thrombus aspiration was attempted before surgery. However, thrombus aspiration failed using a pigtail catheter, which was replaced by a non-boston scientific (bsc) 8.5 f long sheath. Unfortunately, thrombus aspiration through the sheath was also unsuccessful. Thereafter, a dedicated thrombus aspiration catheter was used. A non-bsc 6f guiding catheter was inserted through the long sheath into the pericardial cavity via a non-bsc angioplasty guidewire, and a non-bsc thrombus aspiration catheter was advanced into the pericardial cavity via the guidewire. Following manipulation of the guiding catheter and guidewire, the thrombus aspiration catheter was maneuvered to successfully aspirate the thrombus from multiple sites across the pericardium. Sludge-like blood (instead of a thrombus) was drained using the aspiration catheter. 120 ml of sludge-like blood was aspirated after 10 minutes. The patient was hemodynamically stable, and blood pressure returned to normal. Post procedure echocardiogram imaging showed that a mild effusion remained and that there was a round hyperechoic thrombus in the vicinity of the right ventricular apex. A pigtail catheter was placed to monitor the pericardium, and the patient was transferred back to the ward. Two days post procedure the effusion was resolve and the thrombus had decreased in size. Three days post procedure the patient began their anticoagulation medication regiment. 5 days post procedure the patient was discharged from the hospital doing fine following these events.

Manufacturer narrative:
Literature citation: mo b-f, wu c-q, wang q-s and li y-g (2022) case report: intrapericardial thrombus aspiration in early stage of pericardial thrombosis for cardiac tamponade complicating percutaneous left atrial appendage closure. Front. Cardiovasc. Med. 9:924570. Doi:0.3389/fcvm.2022.924570.